Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent a cystoscopy on (B)(6) 2011 and (B)(6) 2013 due to sui, large cystocele and pre-op for mesh exposure. It was reported that patient underwent mesh revision on (B)(6) 2013 due to sui and mesh exposure with a small cystocele. It was reported that patient underwent a cystoscopy on (B)(6) 2014 due to urge incontinence. It was reported that patient underwent a transvaginal sling revision, anterior vaginal wall mesh excision and cystourethroscopy on (B)(6) 2014 due to bladder outlet obstruction and mesh extrusion. It was reported that patient underwent first stage interstim on (B)(6) 2015 due to refractory urge incontinence. It was reported that patient underwent second stage interstim( interstim ipg) placement and complex interoperative programming on (B)(6) 2015 due to refractory urge incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary retention, dysuria, hematuria, discharge and urinary urgency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urgency and urinary tract infection.